Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve resection, the device was difficult to load and also the reload opened alone. They then used another handle to resolve the issue in order to complete the case. The surgical time was extended by 2 hours. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.